Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was something at the incision site that hurts like hell and they feel something's sticking out, they don't know what it was but it keeps connecting to their underwear and it's killing them when they pull it and when they thought they could take that off it's like they were getting electrocuted inside their body. The patient added they first noticed that when they got home from the hospital. The patient also mentioned their symptoms were better during the day but at night they get the urge to go to the bathroom and they can't even get out of the bed before it starts to come out and they're all wet. The patient reached out to healthcare provider (hcp)'s office and they were told it could take up to two weeks for the body to accept the implant. The patient added that on the trial they adjusted the setting a couple times but then it worked like a miracle. Reviewed therapy information an d general programming guidance. Redirected to hcp to further address the issue. They'll follow-up with them on (B)(6).